Manufacturer narrative:
The insulin pump was received with display functioning properly. Unable to perform displacement test due to missing retainer. The device was received with minor scratches on lcd window, broken reservoir tube lip, missing reservoir tube oring and keypad overlay texture damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the reservoir compartment and screen were out of order. The customer's blood glucose level was unknown. No further information was provided. The device will be returned for analysis.